Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing issues where the insulin pump where it would not take a new battery and she would need to switch it out before the pump would turn on. Her blood glucose was 160 mg/dl. A crack on the front of the screen down to the reservoir compartment was also stated to exist. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.